Manufacturer narrative:
Manufacturer¿s ref# (B)(4) summary of investigational findings: additional tevar (thoracic endovascular aortic repair) was performed on the aortic aneurysm by placing on the distal side of the stent graft that had been placed in the previous tevar. A zta-d-38-197-w1 was advanced to the target site along the lunderquist guidewire from the right femoral artery. An unsheath was performed and the stent graft was deployed. After that, when the distal bare stent was attempted to be deployed, it could not be deployed from the cap. Following the troubleshooting for the distal component release, the flexor sheath was advanced to the distal end of the stent graft. The flexor sheath was then fixed so that it would not move, and the blue rotation handle was pulled back. The distal bare stent was released from the cap but remained inside the sheath. The physician was able to land the device in the planned target zone. No health hazard. The patient was recovered. Patient anatomy before surgery and at the time of malfunction (access route, etc.): tortuosity was observed in the right common iliac artery, it passed through without any problems and advanced to the target site. The target placement site was a straight area with no particular tortuosity. The complaint reported by the user was confirmed. Complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is no evidence to suggest that the user did not follow the instructions for use or label. A definitive cause was identified. It is likely that the barbs of the bare stent became stuck in the bottom cap, which contributed to the inability to release the distal end of the stent graft. An internal action has previously been initiated to address this issue and relevant personnel has been notified of this complaint. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref # (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient anatomy before surgery and at the time of malfunction (access route, etc.): although tortuosity was observed in the right common iliac artery, it passed through without any problems and advanced to the target site. The target placement site was a straight area with no particular tortuosity. Additional tevar was performed on the aortic aneurysm by placing on the distal side of the stent graft that had been placed in the previous tevar. The defective product zta-d-38-197-w1 was advanced to the target site along the lunderquist guidewire (tscmg-35-300-e-lesdc) with puncture from the right femoral artery. An unsheath was performed and the stent graft was deployed. After that, when the distal bare stent was attempted to be deployed, it could not be deployed from the cap. Following the troubleshooting for the distal component release, the flexor sheath was advanced to the distal end of the stent graft. The flexor sheath was then fixed so that it would not move, and the blue rotating handle was pulled back. The distal bare stent was released from the cap, but remained inside the sheath. Patient outcome: no health hazard. The patient was recovered.